Manufacturer narrative:
H.6. Investigation: no photos or samples were received by our quality team for evaluation therefore the failure mode could not be verified, and the root cause could not be determined. A device history record could not be evaluated as the lot number is unknown.

Event description:
It was reported that the bd eclipse¿ safe skin injection needle broke off while injecting the patient with heparin. The following information was provided by the initial reporter: "they have reported that the needles are falling off into patients while being injected with heparin."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. The customer's address is unknown. Unknown, (B)(6) USA has been used as a default. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the bd eclipse¿ safe skin injection needle broke off while injecting the patient with heparin. The following information was provided by the initial reporter: "they have reported that the needles are falling off into patients while being injected with heparin."